Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during an implant procedure, the impedance was reading over 4000 ohms on contact 0. It was noted that all other contacts were good. The high impedance persisted despite troubleshooting efforts, so the perceived defective lead was unable to be implanted. The patient was successfully implanted with a different lead. There were no patient complications reported as a result of this event.